Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during loan kit inspection, by the loan kit technician it was found that the tip of instrument damaged. Part of metal edge sticking out on tip. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: tip of instrument damaged. Part of metal edge sticking out on tip. Could be impact damage ¿the product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer.¿ the product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device does not found signs of breakage at the summit retaining imp. Inserter. However, the device has a slightly deformation at the distal portion of the inserter body. Additionally, the inner threaded shaft was not returned for evaluation and the device has some nicks at the proximal surface. The observed nicks and deformation can be attributed to a combination of heavy use and unintended impaction forces, likely from bottom-up impactions to disengage the device. This condition of missing components may occur during the cleaning/sterilization process, particularly when the components are assembled or disassembled. As these procedures are often repeated, there is an increased risk of components going missing. However, without concrete evidence or further information, it is not possible to determine a root cause. A device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code a0608 provided is not a valid finished goods lot number. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the summit retaining imp. Inserter would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code a0608 provided is not a valid finished goods lot number. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.